Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a device history record (DHR) review could not be conducted. For this complaint, no product sample was returned for investigation; therefore, functional and visual testing could not be performed. The root cause for the customer complaint issue cannot be determined. Without a sample it is not possible to confirm the customer's report. (B)(4).

Event description:
An ophthalmic surgeon reported that there was poor cutting of the probe during a vitreoretinal procedure. The issue was resolved by replacing the product. There was no patient harm. Additional information and product sample have been requested.